Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and another manufacture's device displayed pace impedance measurements of greater than 2000 ohms. All other lead diagnostics were noted be normal. There were no adverse patient effects reported. The lead remains in service.